Event description:
It was reported the patient experienced pain at his scs ipg pocket site due to his scs ipg being "too superficial." Follow-up identified the patient's scs ipg pocket site was revised which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.